Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's implant operative report, peri operative records and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004, the patient was diagnosed with vaginal vault prolapse with third degree rectocele and underwent an abdominal sacral colpopexy with enterocele obliteration with bilateral salpingo oophorectomy, posterior colporrhaphy and implant of a bard flat mesh. The patient's legal fact sheet alleges the patient experienced pain, urinary problems, recurrence and dyspareunia.